Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument jammed and broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.